Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager failed to lock after the user accessed the refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not locking when the door was closed. A field service engineer (fse) consulted with user regarding the reported behavior and identified that the smart remote manager frequently did not allow the refrigerator door to close without manual adjustment of the rotating cam. The fse inspected the latch assembly and determined that the rotating cam was excessively loose. The fse removed the defective latch assembly and installed a new latch. The fse then performed testing using the hardware test application, which confirmed proper detection and latch functionality. The fse verified that the refrigerator door closed and locked normally without requiring manual adjustment. The system functioned as intended after field service engineer repaired the device.